Event description:
Clinical study. Same case as MFR# 6000089-2006-02455, 6000089-2006-02456. It was reported that post index procedure, the pt experienced a stent thrombosis (st), a myocardial infarction (mi) and target vessel revascularizations (tvr). The index procedure treated 3 de novo lesions in the right coronary artery (rca). Lesion #1 was in the distal rca and was 2.75mm wide, 25mm long, and 95% stenosed. There was severe tortuousity. The physician predilated the lesion prior to placing a 2.75 x 32mm taxus express2 drug eluting stent. Residual stenosis was 40%. Target lesion #2 was also in the distal rca and was 3mm wide, 30mm long, and 95% stenosed. There was severe tortuousity. The physician predilated the lesion prior to placing a 3.0 x 32mm taxus express2 stent. Residual stenosis was 0%. Target lesion #3 was in the mid rca and was 3.5mm wide, 25mm long, and 70% stenosed. There was mild calcification and moderate tortuousity. The physician predilated the lesion prior to placing a 3.5 x 32mm taxus express2 drug eluting stent. Residual stenosis was 20%. A non bsc stent was also placed in the proximal lrca. All 4 stents overlapped. There was a dissection noted proximal to the distal rca. The pt rec'd angiomax, aspirin and plavix during the procedure. The pt was discharged 1 day later on aspirin and plavix. On day 682, the pt had a non-q-wave mi (nqmi). Enzymes were elevated, consistent with mi. The pt also had an st, confirmed by angiography. A thrombectomy was performed to the proximal rca, and the event resolved that same day. The pt had focal in-stent restenosis in the distal rca. A non bsc stent was placed. The mid rca also had focal in-stent restenosis and rec'd plain old balloon angioplasty and a non bsc stent. All events were considered resolved that day, post tvr. The pt was discharged 3 days later. In the opinion of the physician, the st/mi/tvrs were probably related to the taxus stents.

Manufacturer narrative:
H6: the delivery system was disposed and the stent remained in the pt. Therefore no analysis could be performed. The mfg records for top assembly batch 6803281 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The cause of the difficulties stated in the complaint could not be determined. There are no similar complaints related to this batch. This type of complaint is trended on a monthly basis.